Event description:
The customer reported the system failed to produce fluoroscopy x-ray images. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.